Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, commander delivery balloon burst occurred during implant of a 29mm sapien 3 ultra resilia valve during a mitral mac case via open atrial approach. Access was obtained by surgical cutdown. Extra volume (+2cc) was added to the commander delivery system balloon. During inflation the delivery system balloon burst. There was no difficulty withdrawing the delivery system from the patient. Upon removal of the device, the balloon burst was observed. There was no injury or complication related to this event. A second commander delivery system was used to post dilate the valve. The procedure concluded with the patient in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional coded added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. However, it should be noted that the sapien 3 ultra resilia (s3ur) thv was implanted in the native mitral valve position via open atrial approach. The s3ur thv system is indicated for valve replacement involving a native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring only. Therefore, this was an off-label operation. The IFU/training manual for transfemoral (tf) procedure in the aortic/mitral position were reviewed for relevant guidance for a s3ur implant using a commander delivery system (ds) and esheath+ introducer set. The commander delivery balloon burst is unable to be confirmed. Per the instructions for use (IFU), designated inflation volumes are indicated near the y-connector of the delivery system. The nominal inflation volume for a 29mm balloon diameter is 33ml. The delivery system requires a prescribed volume for thv deployment and proper function. In this case, the extra volume that was added to the balloon could lead to over-inflation, subjecting the balloon to pressures high enough to cause it to burst. Additionally, this was a case of native mitral annular calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.